Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook (pch) instrument had frayed cables. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional unrelated finding not reported by site: during the visual inspection, the instrument was found to have a broken distal clevis on one side of the ears of the clevis. The broken piece was not returned with the instrument. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.